Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving fentanyl at an unknown dose and concentration via an implantable infusion pump for spinal pain. It was reported that during the trial the patient was given morphine and was overdosed. The patient reported that they were not in pain but they were throwing up and was sicker than a dog. The patient was now on fentanyl and they reported that once the pump was implanted that it never helped their pain. The patient wants the pump removed, but their doctor told them it would be too dangerous to have surgery. The patient reported their pump was implanted in the middle of the stomach and it rubs on their clothes. The patient reported that they had an increase in drug, but it didn't help. The patient reported they were in pain after a back surgery they had. The patient had pain in their legs, and was given an epidural which helped. No further complications were anticipated/reported.